Manufacturer narrative:
One cadd-legacy® duodopa pump was returned for analysis. No problems were found with the extra dose key function of the pump. Inspection of the pump's event log showed that all doses were completed as programmed and there was no indication of an extra dose being stopped while it was in progress. No signs of damage (as in from impact) were found on the extra dose key or keypad. The pump passed all tests and was found be operating properly. Failure mode could not be confirmed. No root cause found as the fault could not be confirmed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient accidentally administered an extra dose with a cadd-legacy® duodopa pump. The patient bumped against a table with the pump and an extra dose was given by accident. The event was reported as being resolved. No injury was reported.